Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing phrenic nerve stimulation. Upon device interrogation, it was noted that the atrial lead had gone to 5v safety pacing and was exhibiting loss of sensing. The lead pacing voltage was decreased resolving the stimulation issue. Chest x-ray revealed the lead was dislodged. The device was programmed to vvi 50. The lead was repositioned on (B)(6) 2018 and the patient was fine prior, during, and post procedure.